Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. The pt indicated that the stimulation feels erratic. The pt also began to experience an increase in depression. It is unk if the increase in depression is above pre-vns baseline. There was no pt manipulation or trauma to the device site that could have contributed to the suspected lead issue. The pt was unable to get x-rays done due to insurance issues. No interventions are planned at this time due to insurance issues. The relationship between the increase in depression and vns therapy could not be determined at this time by the medical professional as there were several factors such as medication changes, personal issues, or the reported device issue that could be contributing to the increase.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.